Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Dark grey substance, e.g battery acid, was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting or charring were observed. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed.

Event description:
Customer contacted ameda, inc. On (B)(6) 2015 to report batteries exploded inside the battery compartment of the purely yours breast pump she was using at the time. The incident occurred in the middle of a pumping session. Customer heard a sizzling noise coming from the battery compartment, stopped pumping and opened the compartment door, finding black fluid leaking from the batteries. The black fluid remained inside the compartment and did not leak out onto the customer or property. Therefore customer states no injury or burn in this event.